Event description:
Patient's spouse reported that patient has the "faulty lead" and that it will be replaced. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported that the right ventricular lead had increased impedance. It was further reported that the right ventricular lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
Patient's spouse reported that patient has the "faulty lead" and that it will be replaced. The lead remains in use. It was later reported that the right ventricular lead had increased impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
Patient's spouse reported that patient has the "faulty lead" and that it will be replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.